Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The used company cartridge was not returned for evaluation. A photo was provided of the damage lens. The photo was a distorted image of a monitor screen. What appeared to be parallel stutter scratches were visible on the right and left side of the optic. Product history records were reviewed and documentation indicated the product met release criteria. The associated company cartridge and viscoelastic information was not provided. A photo was provided of the lens damage. The damage observed was similar in nature to damage detected using cavity 173 company cartridges. A company cartridge market action was initiated for a mold attribute on cavity 173 cartridges that was found to cause lens damage. Although the reporter did not provide a lot number or any identification traceable to the company cartridge manufacturing documentation and no product was returned, this facility was in possession of product related to the company cartridge market action, and therefore this event may be related. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, scratched lens. The lens was explanted in initial procedure. The procedure was completed with another iol. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).